Event description:
During evaluation of a novum iq large volume pump, a damaged power wiring harness was observed. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and observed a damaged power wiring harness where the ac adapter connects to pump. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified as a damaged power wiring harness which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.